Event description:
On (B)(6) 2009, I underwent a right total hip arthroplasty procedure. I received a depuy orthopedic size 3 standard trilock system with a 50 mm acetabular cup with a 36 mm metal liner and a -2, 36 mm femoral head. Soon after surgery, I began experiencing pain and difficulty with my implants. Since the implantation of the pinnacle device, I have experienced severe pain and discomfort and inflammation in my right thigh and groin. I have a popping and snapping sensation in my hip joint when walking or moving to and from a sitting position. Diagnosis or reason for use: avascular necrosis, right hip.